Manufacturer narrative:
Additional tag device included in this report: tgt3715/8005928 device UDI's: (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses (tgt3420/7999806 and tgt3715/8005928) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2010, the aneurysm measured 36.5 mm in diameter. Follow up dates and aneurysm measurement: (B)(6). The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.

Manufacturer narrative:
(B)(4)